Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 592 mg/dl and insulin pump had hardware low level failure during self test for second time also. Customer was treated with injection. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, sleeping current measurement, self test, and displacement test. No unexpected alarm noted during testing. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace and pin trace on keypad assembly.